Event description:
Additional information received reported that on (B)(6) 2011 there was a surgical revision with respect to the device and lead due to the patient's pain. The patient did not require hospitalization and recovered without sequelae.

Event description:
It was reported that the left side had to come out as it was painful and never settled anywhere. Doctors put a new one in. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: 2011 (B)(6), explanted. Product type lead: product ID 3037, lot# serial#, (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).